Event description:
It was reported that the autopulse resuscitation system 1.5 g displayed a user advisory message of 07 (discrepancy between load 1 and load 2 too large) permanently. There was no report of a pt injury.

Manufacturer narrative:
The event description the customer reported to the MFR did not indicate a potential safety issue. The autopulse (s/n (B)(4)) device was returned on (B)(4) 2012 to zoll circulation and analyzed. Eval of the returned autopulse platform found no external/internal visual damages to the device. The customer¿s report of permanent ua7 (discrepancy between load 1 and load 2 too large) was confirmed. Both load cells were found to be damaged. Both load cells were replaced. The board passed final testing. The root cause of the device failure was determined to possibly be correlated to user mishandling (i.e. The unit was dropped and/or hit), and/or normal wear and tear as unit was manufactured 3.5 years ago.